Event description:
It was reported that the right ventricular lead exhibited noise due to lead fracture. The lead was capped on (B)(6) 2011 and explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.